Event description:
Per the clinic, the device was explanted due to electrode array extrusion. The device was explanted on (B)(6), 2011. Reimplantation is planned but has not taken place as of the date of this report (B)(6), 2011.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Correction: MDR was filed under this recipient due to a misspelling of the name, and there was no reportable event involving this equipment nor the patient (B)(6). The reportable event was reported under correct patient MDR 6000034-2012-00169. This report is filed (B)(4) 2012.